Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the device ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad). A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). The balloon ruptured during the first inflation at 6 atm for 30 seconds. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.